Manufacturer narrative:
The returned device investigation is pending and not completed at the time of this MDR submission. There was no harm to the patient.

Event description:
During a laparoscopic cholecystectomy, surgical procedure, the heat shrink from the renew endocut scissor tip fell into the patient. The heat shrink piece was retrieved from the patient. The anesthesia time and surgical procedure was extended by five (5) minutes. There was no harm to the patient.